Event description:
The affiliate reported the customer alleged approximately a few milliliters of fluid leaked from under the right side and outside of the unit with no diff system error involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. The customer has an exposure control/risk management plan at the facility. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) discovered the sample tubing disconnected from the bottom port of the flow cell. The fse cleaned the bottom sample port and reattached the tubing. The fse verified sheath and sample pressure, performed startup, latron, and controls tests to verify system operation; there was no further fluid leak. The unit conformed to the manufacturer's published performance specifications. (B)(4).